Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: problems with expansion. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that during a breast reconstruction primary surgery, a mentor cpx 4 breast tissue expander with suture tabs 450cc had problems with expansion. No adverse events were reported. The device was removed and replaced with a mentor cpx 4 breast tissue expander with suture tabs 450cc, catalog number 3549213, serial number (B)(4) , lot number 7611067.

Manufacturer narrative:
Device evaluation summary: during analysis of the sample it was observed to be intact. Leak testing revealed a tear in the anterior aspect measuring approximately less than 0.1 cm and there was not difficulty to add and remove air from the device. Microscopic examination was performed on the tear and no evidence of instrument damage was observed. No other anomalies were discovered. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer reference number: (B)(4).